Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. The hcp reported that the patient's charging of their ins was "taking forever" and the patient's recharge showed that the ins battery was low. The hcp reported that the patient has been charging for 3 days and the ins would not go past 25% charge. The hcp reported that the patient recently had a cardiac pacemaker placed last week on friday (2017-07-28). The hcp reported that the patient was getting all 8 coupling bars while charging, and the coupling is consistent as long as the antenna was over the ins. The hcp reported that the patient would call back on (B)(6) 2017 to have a new recharger antenna ordered. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An hcp later reported the patient had an appointment on (B)(6) but did not notify them of the issue. It was stated another hcp contacted the patient and would refer to a manufacturer representative (rep) to troubleshoot.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.